Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician on (B)(6) 2013 noted that the patient has a chronic pain syndrome that has been documented in multiple visits to multiple practitioners performing multiple tests starting before the device placement and continuing after. There were no complications encountered during the procedure, and post-op visits documented some pelvic pain and dyspareunia, but no urological symptoms. The patient was last seen in (B)(6) 2012 for her annual exam complaining of bilateral pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.